Event description:
Drive devilbiss healthcare is the initial importer of the device which is a walker. The end-user got out of bed and was using the walker to go to the restroom. During use the walker collapsed when one of the rivets in the folding mechanism gave out and one of the legs bent . The end-user fell into a chest of drawers. The patient sustained a gash on right leg, approx. 10 inches long. Stitches were required, end user not sure how many were needed.